Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin medication at the time of index procedure. The subject did not receive any loading dose of antiplatelet prior to procedure. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25 mm lotus edge valve involved partial re-sheathing of the 25 mm lotus edge valvein the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the instructions for use. During the procedure, the subject developed left bundle branch block.